Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level,value was not provided. In addition, it was reported that multiple intermittent unspecified alarms occurred and that the customer had a "bad" cartridge. Customer declined to troubleshoot with tandem technical support.